Event description:
It was reported that during a low anterior resection procedure, the staples in the middle of the cartridge did not form. It is not known how this was corrected. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent: 02/02/2009. Info anticipated, but unavailable at this time.